Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump may have over-delivered and caused a low blood glucose value. The customer mentioned that they switched their insulin pump to auto mode; the device functioned properly for 24 hours, but afterwards their sensor glucose was 68 mg/dl despite a blood glucose of 40 mg/dl. The customer also stated that the sensor alarmed lost sensor and signal not found. The customer had been skydiving and upon landing he received multiple sensor alarms and a sensor glucose in the 40 mg/dl range. The customer treated his low blood glucose with glucose tablets. During troubleshooting it was confirmed that the patient was disconnected during the rewind/prime sequence. The reservoir also contained the same amount of insulin as shown on the status screen. The insulin pump was not returned for analysis.